Event description:
It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The system will be replaced later when the patient recovers. There were no additional adverse patient effects. It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The electrode was returned in two segments. The electrode was severed approximately 53mm from the terminal end. During resistance testing, a high voltage cable on the terminal segment measured as an electrical open, which indicates a discontinuous conductor. A cut was noted in one high voltage cable approximately 26-27mm from the terminal pin. Visual inspection also noted melted metal (arcing damage) approximately 26-27mm from the terminal pin. Lab analysis concludes that the cuts to the electrode and into the insulation occurred during a pulse generator change-out procedure back in november of 2024. During a subsequent therapy delivery event, arcing occurred between the device can and the electrode high voltage through the cut location.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. The system will be replaced later when the patient recovers. There were no additional adverse patient effects. It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.